Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot); MFR report: 78-8020 (unknown); 0001032347-2024-00398. The reported event is unconfirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following a nuss pectus excavatum repair procedure performed approximately six (6) months ago, a patient experienced post-operative burring pain at the incision site and chest discomfort. The product was explanted less than one (1) month after implantation. Attempts have been made, and no further information has been provided.